Event description:
A healthcare worker complained of burning and skin discoloration on the hands while removing a pouch from a completed cycle. The worker did not seek medical attention and his symptoms resolved within six hours. The vaporizer plate was not in place when the event occurred and the staff has been retrained to ensure that the plate is in place at all times.